Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2009 and refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(6). Additional information was received on (B)(6) 2012 which qualifies this case as an incident. Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). The patient's medical history included 2 children and contraceptive (minipills) use. Her last menstrual period at the time of essure insertion was on (B)(6) 2009. On (B)(6) 2009 essure (fallopian tube occlusion insert) was successfully inserted. Uterine distension was performed. The procedure took 7 minutes. Ostium from both sides was visualized and was easy to introduce the catheter into the tubes. On left side, 2 coils of insert were visible in the uterine cavity and on right side 5 coils. The patient experienced pain during and after procedure. At consultation, on (B)(6) 2009, patient complained of pain/cramps. A radiography was done and inserts were symmetric and in good position. No ultrasound or hysterosalpingogram were performed. Investigator considered the final result of the procedure as a success. Three years after essure placement; patient had a pregnancy with fallopian tubes ablation followed by elective abortion; investigator stated one of essure migrated in the fallopian tubes. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred terms: 1. Device dislocation. The analysis in the global safety database revealed 322 cases. 2. Pregnancy with contraceptive device. The analysis in the global safety database revealed 2139 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study. She had a pregnancy 3 years after essure (fallopian tube occlusion insert) insertion and was submitted to fallopian tubes ablation followed by an elective abortion. Investigator stated one of essure migrated in the fallopian tubes. All events are listed according to essure's reference safety information. Pregnancy is non-serious; while the remaining event was considered serious due to medical importance. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Additionally, if device movement (migration or expulsion) occurs during essure therapy, its contraceptive efficacy may be compromised, resulting in pregnancies. In this particular case, during control examination, essure was in good position; later a pregnancy and device migration were diagnosed. Although the exact mechanism of the reported events is not known (if migration preceded pregnancy or vice-versa); causality with the suspect insert cannot be excluded. Since an intervention was required, this case was regarded as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs